Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a video that was evaluated. The video/screen captured showed an eye being implanted with an intraocular lens claimed to be a tecnis eyehance optiblue iol (intraocular lens) preloaded in the simplicity delivery system model dib00v. A small whitish/grayish spot in the periphery of the lens optical portion was found. The spot could not be removed by irrigation/aspiration (the spot appeared at different locations due to the iol intentionally rotated during the implantation). Due to the mark location it is not expected to impact the patient visual function, the potential biological impact cannot be determined or suggested without knowing the nature of such spot. The definitive impact and the incident root cause cannot be determined per a video/photograph assessment. The complaint issue "foreign material - loose" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small white foreign material near the optic rim of the preloaded intraocular lens (iol). The white material was observed during the irrigation and aspiration process following implantation of the iol. The account indicated that they could not remove the foreign material by aspirating it, as it adhered to the groove on the rim. The lens was not replaced because the foreign material was located on the optical rim and there were no problems with the patient's visual acuity following surgery. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model: dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model: dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.